Event description:
It was reported that patient underwent hip arthroplasty in 1997. Subsequently, patient was revised in 2009 due to dislocation and poly wear, and the component was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. The part and lot number information needed to review device history records was unavailable. Expiration date - unknown. Date implanted - 1997. Device manufacture date - unknown. This report filed november 5, 2009.